Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check with tandem technical support was not able to be completed at time of call. Upon follow customer, customer reported the alarm had cleared and they were successfully able to resume insulin delivery. Customer's blood glucose was 187 mg/dl at time of alarm.